Event description:
The customer contact reported the device alarmed for e321 (battery charger timeout) error code. The device was returned to the biomedical department with a note that indicated, malfunction 321. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, an e321 (battery charger timeout) error code was noted. This error occurs when the battery cannot be fully charged within 8 hours. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, an e321 (battery charger timeout) error code was noted. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.